Event description:
The manufacturer received information from a third party service center alleging a ventilator failed a step related to the remote alarm connector during testing. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's interface board will be replaced to address the issue.

Manufacturer narrative:
Device has been evaluated but not repaired, pending customer approval of the estimate.